Event description:
Medtronic received a report where it was alleged that the tube was checked normal before using. After intubated for two weeks, it was found that the inflation tube broke on the body and the cuff leaked. The tube was removed and non-invasive mask ventilation was performed immediately. Under half an hour observation, the patient's breath and heartbeat turned steady.